Event description:
The user facility reported their sterilizer was emitting an odor which caused an employee to experience eye discomfort. The employee did not seek medical attention. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the vacuum pump as the source of the odor. The technician observed the oil light was on and found the vacuum pump's white exhaust filters had been saturated with oil. When these filters are saturated, they are not able to properly ventilate the vacuum pump and a hot oil odor may be prevalent. The technician applied a standard oil change kit and confirmed the unit to be operating according to specification.